Event description:
It was reported that the patient with this implantable pacemaker device received a message indicating the device may not be working properly. Boston scientific technical services (ts) informed patient to reach out to physician. This device remains in service. No adverse patient effects were reported.